Event description:
It was reported that during the procedure in the left anterior descending artery, the otw xience v stent system became stuck on the whisper guide wire while loading the stent system on the guide wire outside of the anatomy. The devices were removed as a single unit. There was no adverse patient effect and no significant clinical delay in the procedure. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The hi-torque whisper guide wire is being filed under a separate medwatch MFR number. Evaluation summary: analysis of the returned product noted contrast visible on the shaft, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The shaft was bunched distal to the strain relief tubing, for a length of 2.2 cm. The whisper guide wire was returned inserted in the guide wire lumen of the stent delivery system (sds) and was able to be removed without resistance noted. The whisper guide wire was returned without blood or contrast visible. There were multiple bends in the core distal to the proximal end of the guide wire. A full length mandrel was used in attempt to past through the entire length of the guide wire lumen, but the full length mandrel would not advance past the bunching in the shaft. The outer diameter of the guide wire was measured and met manufacturing criteria. The whisper guide wire was used in attempt to perform the guide wire movement test, but the guide wire would not advance past the bunching in the shaft, confirming the reported difficulties. In this case, it is possible the shaft was inadvertently handled during advancement of the guide wire, resulting in resistance. If force was applied in the attempt to further advance the guide wire as resistance was encountered, this would have contributed to further bunching of the shaft; however, the initial cause of the resistance could not be determined. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but is not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of a product deficiency, all products are visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. A conclusive cause for the reported difficulties could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficult to position/remove, or shaft bunching for this lot. All stent delivery systems are visually inspected and checked for proper guide wire movement on the manufacturing line.